Event description:
This spontaneous report was received on (B)(6) 2011 from a reporter and concerns a female consumer (age unspecified) from (B)(6). This was a foreign report for an international device that was being submitted as similar to a united states marketed device. The medical history and the concomitant medications were not reported. On an unspecified date, about three and a half weeks prior to reporting, the consumer started using o.b applicator tampon for menstruation (route-vaginal, lot number 80751152 and expiration date unspecified). Approximately three weeks back, she experienced stomach pain and fever. On (B)(6) 2011, she visited emergency room where she was treated with morphine and two types of unspecified antibiotics. About twenty minutes prior to reporting, the tip of plastic cover of the tampon got discharged from her vagina during a hot bath. She had felt like she was in labour and did a push which resulted in the tip of the plastic cover being discharged which was accompanied with foul odor. Reportedly, it was inside her body since her last menstrual period, which was three and a half weeks ago. Also, she stated that the tampon cello came out in three separate pieces. After an unspecified duration, the use of the device was discontinued and the outcome of the events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
This event occurred in (B)(6), it is being reported as a same/similar device to a currently marketed us product. The device in this case is not made or imported into the us. The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.